Manufacturer narrative:
Conclusion: it is reported that the patient experienced pain, loss of mobility, and ambulation difficulties approximately 3 years post-implantation on the left side. Patient was implanted with metal on metal hip implant on (B)(6), 2010 and revised on (B)(6), 2017 due to pain and elevated metal levels. The patient has bilateral hip replacement. The conditions of mounting of the large diameter head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. As the surgical report of implantation is not at hand it is unknown if the steps of the surgical technique for the assembly of the head with its head adapter on the stem were followed. According to the surgical technique valid at the time of implantation the assembly of the head adapter on the metasul ldh large diameter head is done outside the operative field. Using the provided instrumentation (metal base plate, plastic assembly inlay, impactor handle and its assembly attachment) the head adapter should be first assembled on the metasul ldh head by means of a firm and strong impact with a heavy mallet, preferably heavier than 500 g. Then the stem taper is cleaned and dried. The femoral head is positioned on the stem taper while carrying out a slight rotation movement and then mounted with a soft impact onto the impactor tool. No x-rays have been received, therefore the implant's positioning remains unknown. The contribution of the trauma with excruciating pain to her hip, which the patient had experienced, cannot be determined. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. It could be assumed that the elevated metal ions could possibly be attributed to the surface changes on the inner surface of the head adapter. However, a possible contribution of the articulation surfaces could not be investigated, as no wear measurement could be performed due to the unavailability of the counterpart (mmc cup). Based on the retrieval investigation and the received information it is unknown as to what extent, if any, the above mentioned phenomena contributed to the reported reason for revision. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2017 - 00406.

Manufacturer narrative:
Additional information was received on march 24, 2017. Review of event summary (updated): it was reported that the patient experienced pain, loss of mobility, and ambulation difficulties approximately 3 years post-implantation on the left side. Patient was implanted with metal on metal hip implant on (B)(6) 2010 and revised on (B)(6) 2017 due to pain and elevated metal levels. The patient has bilateral hip replacement. The information were obtained from the patient's husband. In the email dated (B)(6) 2017 the husband reports that during the consultation with the doctor, after reviewing wife's lab work, highly recommended that both hip replacements should be removed due to high levels of metal. The patient had a mmc cup which was not revised. Root cause analysis (updated): neither x-rays nor devices were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, it is known that the patient had a trauma with excruciating pain to her hip, which left her confined to a wheelchair for 6 months. No falls but clicking and slipping. It remains unclear if this applies for the right or left hip. This additional information does not change previous manufacturer's assessment of the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been additionally reported that the implantation surgery occurred on (B)(6) 2010.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event summary: it was reported that the patient experienced pain, loss of mobility, and ambulation difficulties approximately 3 years post-implantation on the left side. Patient was implanted with metal on metal hip implant on an unknown date and revised on (B)(6) 2017 due to pain and elevated metal levels. The patient has bilateral hip replacement. The information were obtained from the patient's husband. In the email dated (B)(6) 2017, the husband reports that during the consultation with the doctor, after reviewing wife's lab work, highly recommended that both hip replacements should be removed due to high levels of metal. Unknown cup (mmc cup or durom cup are compatible with ldh head) was not revised. Review of received data: - surgical notes of revision surgery dated (B)(6) 2017 were received. The notes describes the revision of ldh femoral head and adapter due to adverse local tissue reaction. The notes describes the surgical steps in detail. The reported operative findings are following: dark red joint fluid without any signs of obvious infection, well-fixed femoral acetabular components , moderate corrosion at the trunnion , no obvious corrosion at the modular neck junction, and no obvious retained needle tip in her soft tissues. With regards to the cup and ldh head following observations in the notes: I then performed a thorough synovectomy. The pseudotumor had a greenish tint to it. We then dislocated the hip posteriorly. I removed the femoral head. There was moderate corrosion at the trunnion. We were able to remove the modular neck with the slap hammer. Femoral implant was well fixed. It was in approximately 20 degrees of anteversion. We used a high-speed bur to break up the areas of osseointegration. I was able to get the stem out from the top. I then examined the acetabular shell. We removed the anterior inferior osteophyte with an osteotome and rongeur. I also removed the posterior inferior osteophyte with an osteotome and rongeur. I used the bone tamp and mallet to confirm it was well fixed to the bone. There was not any gross surface damage. Position was acceptable. It was in approximately 25- 30 degrees of anteversion and approximately 40- 45 degrees of abduction. Afterwards the implantation of the stem is described as well as all the steps performed to conclude the revision surgery. - two picture of the explants were received. The pictures show a ldh head size 44 assembled with an head adapter m/0 taper 12/14-18/20. The quality of the picture allows only to state that the head and adapter show some coarse nicks and scratches probably due to revision surgery. No other statement can be done with the pictures at hand. In the picture also a stem is visible (the stem is treated in zimmer inc., (B)(4) case with reference (B)(4)). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for modular femoral heads" . Root cause analysis: neither x-rays nor devices were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, bmi, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for modular femoral heads". However, an exact root cause for the pain felt by the patient, for the reported elevated ions and for the intraoperative findings could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was first reported that the patient experienced pain, loss of mobility, and ambulation difficulties approximately 3 years post-implantation on the left side of a metasul ldh, head, 44, code j, taper 18/20. Meanwhile, it was reported that the patient underwent revision surgery on (B)(6) 2017 due to pain and elevated metal ions. During revision surgery, surgeon found fluid accumulation, corrosion and pseudotumor. Note 1: this is a split case with zimmer, inc., (B)(4), reference number (B)(4) (neck and kinectiv stem). Note 2: this is a bilateral patient, the right hip first revision surgery is treated in (B)(4), the right hip second revision surgery is treated in (B)(4).